Manufacturer narrative:
The serial number of the e 801 analyzer is (B)(6). The field service engineer flushed the tubing and all subsequent quality control and patient sample results turned normal. A review of alarm trace data showed some sample related alarms (sample clot, sample foam, short sample). On (B)(6) 2025, a clot alarm and short sample alarm occurred. The investigation is ongoing.

Event description:
The initial reporter stated they received discrepant results for 9 patient samples tested with elecsys vitamin d total iii on a cobas e 801 analytical unit. The customer noted that due to a sample from a patient with hyperglobulinemia, a blockage occurred in the sipper probe tubing. The customer performed an experiment with the sample noting that the sample rapidly formed a jelly-like clot upon addition of vitamin d reagent. No questionable results were reported outside of the laboratory. The sample from the patient with hyperglobulinemia initially resulted in a vitamin d value of > 300 nmol/l. This sample was repeated twice, resulting in values of > 320 nmol/l and < 7.5 nmol/l. The sample was treated with polyethylene glycol and tested, resulting in a value of 125 nmol/l. The second sample initially resulted in a vitamin d value of > 300 nmol/l and it repeated as 48 nmol/l. The third sample initially resulted in a vitamin d value of 237 nmol/l and it repeated as 40.7 nmol/l. The fourth sample initially resulted in a vitamin d value of 236 nmol/l and it repeated as 57.6 nmol/l. The fifth sample initially resulted in a vitamin d value of 107 nmol/l and it repeated as 40.2 nmol/l. The sixth sample initially resulted in a vitamin d value of 163 nmol/l and it repeated as 26.8 nmol/l. The seventh sample initially resulted in a vitamin d value of 142 nmol/l and it repeated as 21.7 nmol/l. The eighth sample initially resulted in a vitamin d value of 198 nmol/l and it repeated as 48 nmol/l. The ninth sample initially resulted in a vitamin d value of 164 nmol/l and it repeated as 37 nmol/l.

Manufacturer narrative:
The sample from the patient with hyperglobulinemia had a total protein value of 128.6 g/l and an albumin value of 37.3 g/l. The investigation determined the issue is consistent with a sample quality issue contributing to the non-reproducible results. Samples exceeding the thresholds for igg, iga, igm, and albumin may not be suitable for measurement with the vitamin d assay. Per product labeling, there were no interferences up to the listed concentrations of the following endogenous substances: serum albumin concentration up to <= 7 g/dl. Igg concentration up to <= 7 g/dl. Iga concentration up to <= 1.3 g/dl. Igm concentration up to <= 1 g/dl.